Event description:
During craniotomy, while making second burr hole, disposable cranial perforator became stuck in skull bone. Surgeon tried pulling the perforator out with pliers, but not until he cut out the bone flap was he able to remove the perforator.